Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized in (B)(6). The customer stated that she was in a coma, and was wearing an insulin pump at the time of the hospitalization. Troubleshooting was not possible as the customer was not wearing the insulin pump at the time of the call. The customer stated that she did not know where it was. Advised the customer to call back at her convenience. Nothing further was reported.